Manufacturer narrative:
G.4. K183399; k243403 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva leaked at the septum. When the patient was stuck with this IV, blood not only came out of the tubing like it should, but also right below the needle where the turn takes place. Customer response (B)(6) 2026: the patient required a second stick.